Event description:
It was reported to philips that the system was intermittently unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.